Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a "no disposable, clamp tubing" alarm went off. No additional information is available for this complaint. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and five pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. The sample was received without the blue clip and without the white cap and slide clamp activated. Functional testing found the no disposable alarm was activated, complaint is confirmed. Complaint is confirmed. Mohawk exposure: the mohawk exposure in sample was measured with a ruler [cal ID; 13.3611 due date; march 2026]. Mohawk is measured from the pressure plate latch profile to the end of the mohawk. Mohawk exposure size in sample; 0.093 inch, approximately. The root cause of the reported issue was found to be mohawk exposure during manufacturing - assembly error. Due to no lot number reported, is not possible to determine if the action was implemented after or before manufacturing date. Work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Completed on 08/sep/2022. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).